Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 70% to 10% on (B)(6) 2017. Review of pump data by tandem technical support showed that customer had last charged the pump on (B)(6) 2017 to 66%. The pump battery depleted 42% in approximately 3 days. Customer reported blood glucose (bg) level was 300 (mg/dl). A correction bolus was delivered to address bg level. Recommendation was made to the customer to charge pump more frequently